Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock after quick convert anti-tachycardia pacing (atp) was delivered and the patient's rhythm had converted. The shock was due to it being committed although the rhythm had already converted. This device remains in service. No additional adverse patient effects were reported.